Event description:
Additional information received indicates that effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: (B)(4), serial: (B)(6), batch: t00005832.

Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming has been unable to resolve the issue. Surgical intervention was undertaken, and the leads were explanted and replaced. It is unknown which lead attributed to this issue.